Manufacturer narrative:
Follow-up # 1 date of submission 06/24/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 05/27/2011 with the following findings: evaluation revealed that the pump powers up properly with audible tones and the verify screen was displayed when a battery was inserted. The battery cap and compartment were found to be intact; no defects were found to the power flex, battery connections, and internal components. The pump was exercised for 24 hours with no power loss or rebooting. A review of the pump history indicated that a "replace battery" alarm occurred on 04/20/2011 and went unacknowledged. The battery depleted due to the unconfirmed alarm, resulting in power loss and reboots. The pump history indicated that the user installed a fully charged battery and continued insulin pump therapy until (B)(6) 2011 with no additional power loss or malfunctions.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the pump restarted on its own. She stated that the battery cap was secure and the threads were intact. She removed and replaced the battery (several times) and the screen flashed and the pump beeped. On her last attempt, she replaced the battery and the screen came back on and the buttons responded.